Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states when the physician retired the catheter, the notes there was a break in the catheter body. The catheter remained din the patient durin 2 years and 6 months. The catheter was pulled on (B)(6) 2014 and replaced with a new one on (B)(6) 2014.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.